Manufacturer narrative:
The product issue reported (no input detected) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The manufacturer postal code for sections is (B)(4). The code was removed to facilitate timely regulatory report submission, and solely as a temporary workaround to a validation issue for section.

Event description:
It was reported that during a cryo ablation procedure there was no input detected on the console. The console was rebooted twice and disconnected from the vacuum line without resolve. The procedure was aborted and the patient was under general anesthesia. A field service visit was scheduled. No patient complications have been reported as a result of this event.